Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked case at the display window and missing end cap sticker.

Event description:
The customer reported being hospitalized with diabetes ketoacidosis, ketones, and high blood glucose over 600mg/dl. Troubleshooting was declined as customer requested a replacement. No further information was provided.